Event description:
PICC inserted as per IFU - hub connector noted as being very difficult to 'click' closed. Did manage eventually - pt sent home with 24 hour infuser. Ok until 2005-when PICC completely detached from hub and hub migrated to right atrium. Hub end also noted as being in 2 parts. Pt reported a small (0.5mm) section of PICC attached to stylet - but this has subsequently been lost while in transit to hosp. Procedure: anticubital access of basilic vein.